Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited loss of capture and sensing anomaly. The lead was reprogrammed. The patient would continue to be monitored.